Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.

Manufacturer narrative:
An event regarding loosening involving an unknown baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted baseplate with the insert still attached. From the photographs provided there is nothing noteworthy for a device that was implanted for approximately 27 years. Medical records received and evaluation: normal accumulated poly wear during 27-years of service life of a first generation of duracon poly has ultimately caused osteolysis around the baseplate with consequent baseplate loosening requiring revision. Conclusions: revision surgery took place due to instability whereby the insert was found to be fractured and the baseplate loose. Medical review has indicated osteolysis from wear particles of the insert after 27 years of service life with subsequent loosening of the reported baseplate however the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, x-rays after primary surgery, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.